Event description:
Patient reported infusion device displaying "2.00" and four dashes. He replaced the power packs and the infusion device worked properly. Patient did not know how long the previous power packs had been in use, but speculated that they had been in use for one month. Patient inserted a new power pack and the infusion device worked properly. He did not report any physiological effects associated with this issue. No medical assistance was reported. Product will not be returned for evaluation.

Manufacturer narrative:
Issue described to agency in recall.